Manufacturer narrative:
The device history records are being reviewed. The event is currently under investigation. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant was unable to provide any further patient details to bard. Although this product is not sold in the u.s., this event is being reported under regulation 21 cfr part 803 as it involves a similar device to a PMA approved device sold in the u.s. Under # p070014.

Event description:
It was reported that two months post implantation of three vascular stents in the femoral artery and popliteal artery, the patient returned to hospital with popliteal femoral occlusion and fractured and occluded stents. One additional stent was implanted at the fracture site and another stent was implanted to treat the occluded lesion in the sfa. There was no reported patient injury. This is the same patient as reported in medwatch report # 9681442-2017-00014 and # 9681442-2017-00016.

Manufacturer narrative:
The lot history records have been reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met all specifications prior to shipment. No sample was returned. On the basis of the images provided, neither the reported stent fracture nor an occlusion of the stent could be confirmed. The stent strut structure was found to be intact and without irregularities. Also the reported in-stent reocclusion could not be confirmed on the basis of the images provided. For this reason, the reported event could not be reproduced. Potential contributing factors to the reported event have been evaluated. Previous investigations of similar complaints have been reviewed. A vessel occlusion or in-stent reocclusion can be caused by various factors and may occur even inside non-defective stents that were correctly placed. An occlusion or reocclusion may be caused by neointimal hyperplasia, a hyperproliferative response to the vessel injury caused by angioplasty as well as the foreign body reaction or abnormal vessel geometry caused by stent implantation. An irregular stent placement or an insufficient pre- or post-dilation also may contribute to this type of event. The reported stent fracture may be associated with a difficult vessel anatomy or a challenging stent placement site. An inadvertent movement of the hand or incorrect holding of the delivery system during stent release, an insufficient pre- or post-dilation as well as the patient's condition may contribute to an irregular stent placement and subsequent stent fracture. In this case, no issues were reported during the initial stent placement and pre- and post-dilation of the lesion was performed. Based on the images provided, the vessel anatomy was not tortuous. On the basis of the information available and the evaluation of the images provided, a definite root cause for the reported event could not be determined. The IFU supplied with this device sufficiently describes the correct stent placement procedure. Also the IFU states: "cases of fracture have been reported in clinical use of the lifestent vascular stent. Cases of stent fracture occurred in lesions that were moderate to severely calcified, proximal or distal to an area of stent overlap and in cases where stents experienced > 10 % elongation at deployment. Therefore, care should be taken when deploying the stent as manipulation of the delivery system may, in rare instances, lead to stent elongation and subsequent stent fracture. The long-term clinical implications of these stent fractures have not yet been established." Furthermore, the IFU indicates that arterial occlusion/restenosis of the treated vessel is a potential adverse event that may occur. The IFU also states that pre-dilation of the lesion should be performed by using standard techniques and post stent expansion with a pta catheter is recommended. (B)(4).

Event description:
It was reported that two months post implantation of three overlapping vascular stents in the femoral and popliteal artery, the patient returned to hospital with popliteal femoral occlusion and fractured and occluded stents. One additional stent was implanted at the fracture site and another stent was implanted to treat the occluded lesion in the sfa. There was no reported patient injury. This is the same patient as reported in medwatch report # 9681442-2017-00014, 9681442-2017-00016 and 9681442-2017-00057.